Manufacturer narrative:
The ge svc rep found a defective left monitor. The rep replaced the cables on the monitor. The system operates as intended.

Event description:
The customer reported the left monitor on the workstation was not working. The customer used an image swap to move image to right monitor to do the case. No pt was harmed.